Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 575 mg/dl and diabetic ketoacidosis. Reportedly, customer consumed carbohydrates and did not deliver a correction bolus. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and salne. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.